Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within minutes, using different finger sticks and strips. Her results were 83 and 135 mg/dl. She did not have any symptoms. As newly diagnosed with diabetes, she said that she is still adjusting to testing 4x/day and learning the meter, and had recently had surgery. The lifescan representative reviewed qc procedures, testing techniques, coverage tips, and meter/lab comparisons tests.